Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The home patient (hp) stated that he was still connected and did not disconnect during dwell. The technical service representative (tsr) advised the hp to contact the peritoneal dialysis (pd) nurse regarding possible air exposure. The tsr then assisted the hp with ending therapy, and advised to either start over with new disposables or perform continuous ambulatory peritoneal dialysis. During a follow up with the caregiver (cg) regarding the alarm, it was revealed that the issue was resolved, and the hp had resumed therapy. Per cg, she did not notice any loose connection, separations or defect on the supplies. The cg stated that the hp's effluent was clear, and confirmed that the hp did not have any injury or harm as a result of this incident. The cg also verified that she had notified the hp's nurse. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The batch review was performed on potentially associated lots (h10b18071) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.